Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rean1380 showed no other similar product complaint(s) from this lot number.

Event description:
On 06/24/2016- per sales representative user facility reported that they are seeing an increase in patients with piccs requiring treatment for upper extremity vte. The facility stated that they are concerned that the reverse taper and 7cm introducer associated with the kit is contributing. This catheter was in the patient for 11 days.